Event description:
During prep, a leak was found in the irrigation tubing when spiked. The tubing was removed and replaced with no harm to the patient. Manufacturer response for irrigation tubing, (brand not provided) (per site reporter).